Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the atrial channel, resulting in inappropriate atrial pacing. Technical services (ts) discussed that the noise appeared to be external. Additionally, left ventricular intrinsic amplitude was noted to be out of range. Further review was recommended. No adverse patient effects were reported. At this time, this device system remains in service.